Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 03/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, there were confirmed cs 064-0008 errors found in the black box. There was a motor failure confirmed during investigation. The pump was opened and there was evidence of moisture ingress and contamination found on the motor flex connector. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.